Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment lock mechanism of the device was broken, it would not hold the saw blade in place. No add'l clinical info was received prior to this report.